Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fall in the patient¿s body? No. If yes, was it retrieved without any tissue damage/requiring further dissection? N/a. Was it retrieved in the same procedure? Yes. Were there any other adverse patient consequences? No.

Event description:
It was reported that a patient underwent an abdominal colectomy on (B)(6) 2017 and barbed suture was used. While closing the abdominal wall fascia with the device, the needle detached from the suture at the swage. Another like device was used to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
The actual sample was returned for evaluation. During the visual inspection of the needle, it was found body fluids on the needle. The barrel hole of the was examined under 20x magnification and no suture remnant was noted. In addition, several marks on body and tip of the needle were noted and appears to be by the use of a needle holder. Due to the sample condition and suture was not returned for analysis, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.